Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps that were/will be taken to resolve the shocking from the MRI as being "the MRI procedure was stopped. No action was taken. (B)(6) 2025." The patient noted that it was unknown to them if the issue has been resolved. The patient also added a note in the letter stating "don't know why it happened. Previous MRI's were successful."

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they had an MRI towards the end of january or the start of february and they felt a tingling or a little shock during the start. Patient said they stopped the MRI when they were at the MRI facility. Patient wanted to know if medtronic has ever heard of that happening. Patient services reviewed information and redirected patient to their healthcare provider to further address the issue.